Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. The valve was deployed to 80% and an infold was noted. The valve was recaptured and removed from the patient.  It was reported that the patient had a high gradient of 65 mmhg and aortic valve calcification that contributed to the valve infold. A new valve was implanted. A procedure delay of approximately 10 minutes was reported to reload a new valve. No adverse patient effects were reported.

Manufacturer narrative:
Product ID d-evolutfx-34 (lot: 0011936540); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0011763186); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.